Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was received with cracked case at display window corners, reservoir tube lip, display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 120 mg/dl. The customer stated that his insulin started to act goofy. The customer stated that the up arrow is not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.